Manufacturer narrative:
Additional information has been added. Which, was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed, the displacement test and p-cap locks properly into the reservoir compartment. However, damage to the retainer ring was noted, during visual inspection. The following were noted, during visual inspection: corroded battery tube, battery cap contact missing, cracked retainer, battery tube threads cracked, minor scratched lcd window, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and label damage (stained, faded and peeling serial number). Cosmetic damage was confirmed, at the retainer ring, during analysis. Cosmetic damage was confirmed, at the battery compartment area, during analysis. Detached battery cap was confirmed. Corroded battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 317 mg/dl at the time of the event. Blood glucose value at the time of call was 285 mg/dl. The customer was treated with a manual injection, and with insulin pump.  The customer experienced symptoms of tried and no energy for high blood glucose. In addition to that customer reported that pump shows physical damage as plastic broke and pump cracked. And also reported that damage to the retainer ring and battery compartment. Troubleshooting was performed and found that the customer was using the pump in the 48 hours leading up to the event but the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and insulin pump will be returned for analysis.